Event description:
It was reported to philips healthcare tha the device had a co2 measurement failure. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted upon completion of the investigation.